Event description:
Did not act up for the dealer. Dealer says, the user says the chair went out of control and hit a wall. She says she hit her knees and head, and did not seek medical attention. This happened once. She says that she did not get any code and drove away without having to turn chair off and back on.